Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 45% to 12% in a seven-month time period. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The product was disposed by the explanting hospital, so it is not expected to return to boston scientific for analysis.